Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d and h. The following correction has been corrected in this report. In box d: the date returned (rfb) has been corrected. In box h: the device eval. By mfg has been corrected.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation device will not power up and a service required message is on the display. . There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer conducted the investigation using a known good power supply and power cord, pil was able to confirm the device would not power on and a burning odor was detected. Due to the device not powering on, pil was not able to retrieve the error logs and care orchestrator data was not available for download. During the investigation, a dust-like contaminant liquid spots with potential mineral deposits on the ui display bezel, blower box cap, inside the inlet of the blower box, on the blower, blower seal, and the blower box. Burn marks, likely due to a thermal event on the pca, was observed on the ui display bezel and the ui ribbon cable. A dust-like contaminant, hair-like particles with potential mineral deposits were observed on the top enclosure, center enclosure, bottom enclosure, inlet/outlet seal and iso port. Burn marks was observed on the iso port, likely due to a thermal event of the pca. The q3 component on the pca was observed to have thermal damage to it, along with areas of corrosion on the pca, both likely due to liquid ingress. The brass nut of the blower and the p3 power connector were observed to have corrosion to them, likely due to liquid ingress. Product investigation laboratory was able to confirm the complaint of no power to the device.